Manufacturer narrative:
Investigation evaluation description of event: as reported, an ncompass nitinol tipless stone extractor from an unknown lot, broke at the handle juncture during a ureteroscopy with laser lithotripsy procedure. The user stated basket handle juncture. The user attested to holding the basket handle straight and estimates approximately 5 have been used in the last 6 months that have broken like this. Another device of the same type was used to complete the procedure. There were no adverse effects reported to the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One device was returned without package or label. Upon inspection the basket sheath was broken at the handle. There were 2 significant kinks in the same area. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook completed a review of the DHR or historical complaints for the lot as the affected lots were not provided. Because there were no related non-conformances, adequate inspection activities had been established, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. The returned device was found to be nonfunctional as the basket sheath was separated at the handle. Cook has concluded that the cause for the damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncompass nitinol tipless stone extractor broke at the handle juncture during a ureteroscopy with laser lithotripsy procedure. The user stated basket handle was held in a straight position. Another device of the same type was used to complete the procedure. There were no adverse effects reported to the patient.